Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise on the right atrial (ra) and right ventricular (rv) leads with pacing inhibition resulting in more than two seconds of asystole. There was abnormal impedance measurements on the rv lead along with loss of capture (loc). An x-ray was obtained and lead damage was observed on both the rv and ra leads however the ra impedances are normal. The patient was hospitalized due to syncope although the physician suspects the syncope is patient related and not a malfunction of the device. The physician implanted a completely new system in the patient while keeping this system implanted.